Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had off no power and battery out limit. Customer¿s blood glucose level was unknown. Customer stated that no power alarm on my pump. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was not dropped. Customer states there were not unattended alarms. The customer declined to further troubleshoot since pump seems to be working fine. The customer was unable to further troubleshoot for bad battery alert. . The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.